Event description:
It was reported that an asymptomatic patient presented in clinic with a device that was post sensed t wave oversensing on the ventricular lead. The patient received inappropriate high voltage therapy as a result. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Please retract this MDR 2938836-2014-06130. Event initially reported on (B)(6) 2013, 2938836-2013-08739.